Event description:
The customer reported that everytime the surgeon used this wiredriver with cable to perform an acl procedure, the pt would jump; described as a muscle twitching. The surgeon obtained back-up devices to complete the surgery without further problems. There was no report of injury or surgical delay related to this event.

Manufacturer narrative:
Investigation report: conmed linvatec received this handpiece for eval. During testing of this unit, it passed ground bond testing. Further eval found connector pin damage. This unit was invoiced to the customer in february 2002 and has no record of repair. Associated report #: 1017294-2009-00004.